Manufacturer narrative:
Additional information provided indicated the expandable sheath had become stuck in the common femoral artery, then, due to the resistance, the tip of the esheath was positioned below the femoral ligament and the valve became stuck just outside the tip of the esheath (below the ligament). The patient is doing fine and will be treated transapically when the 20mm sapien 3 valve becomes available. The patient¿s minimum luminal diameter (mld) was 5.0mmm and the patient had no tortuosity and no calcification (young patient). Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure in the aortic position, the valve became "stuck" in the femoral artery and surgical intervention was required to remove the valve. The patient's history of radiotherapy and borderline femoral artery size are considered contributing factors to the femoral injury.

Manufacturer narrative:
Additional information: evaluation codes and additional MFR narrative: the delivery system and/or applicable photographs (relevant to the reported complaint) was not returned to edwards lifesciences for evaluation. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, the complaint for delivery system ¿ withdrawal difficulty was not able to be confirmed. Review of the applicable DHR, complaint history, lot history and manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the complaint. During manufacturing of the delivery system, the delivery systems undergo multiple 100% inspections. These inspections make it unlikely that the inability to advance the delivery system and thv through the sheath was due to a manufacturing issue. As noted on the cer, the patient¿s ilio-femoral access vessels were 5.0-5.5 mm in diameter, which is less than the minimum vessel diameter of 6.0 mm per training and IFU, and in the case description, the root cause is attributed to ¿borderline femoral artery sizing.¿ although a definitive root cause cannot be identified, it is likely that patient factors (femoral vessel diameter) contributed to the complaint. No manufacturing or IFU/labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate for october 2016 did not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required.